Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported error. The nylon spacer between two printed circuit board assemblies was found broken allowing the boards to come apart. Analysis also found the power cord bay door tabs were broken, the handle covers were starting to crack, and the upper hinge plate had cosmetic damage. Product ID: 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported the programmer displayed an error when powered on. The programmer was returned for repair. No patient complications were reported as a result of this event.